Event description:
It was reported that during testing at the MFR, the pneumatic drill was leaking air. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Device failure was discovered during routine servicing. Internal components were evaluated and the motor hose assembly was determined as the cause of the air leaking. The motor hose assembly, air tube, and air distributor were replaced, preventative maintenance was performed, and the handpiece was returned to the customer.